Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the software to the current revision. Covidien was not authorized to repair the device.

Event description:
It was reported that, on start up a 840 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.